Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 41 events were reported for this quarter. Product return status: 30 devices were received. 5 devices were not available for evaluation. 6 device investigation types have not yet been determined. Additional information: 41 devices were not labeled for single-use. 41 devices were not reprocessed or reused.

Event description:
This report summarizes 41 malfunction events in which the device reportedly overheated. 36 events had no patient involvement; no patient impact. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 41 previously reported events are included in this follow-up record. Product return status: 31 devices were received. 10 devices were not available for evaluation.

Event description:
This report summarizes 41 malfunction events in which the device reportedly overheated. 34 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.